Manufacturer narrative:
As received, the device was received in backup vvi mode with a battery voltage at end of life (eol) level. A longevity calculation was performed, revealing the total projected longevity was 6.72 years. The device was implanted for 7.98 years; therefore, the device exceeded the projected longevity and is considered normal. The backup vvi mode was consistent with code corruption. However, testing performed after reloading product code indicated normal device functionality. Despite extensive testing, the backup vvi mode could not be reproduced in the laboratory and the cause of the code corruption could not be determined. The reported event of backup mode was confirmed.

Event description:
During a follow-up in clinic, the device was noted to be in backup mode. Technical support was contacted and advised that the device had reached elective replacement indicator (eri) and a device download should not be performed. The device was explanted and replaced and the patient was stable with no consequences.